Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of no output, the device passed all automated and bench testing with no anomalies observed. It was noted that the main seal, the lower case and the printed circuit board were contaminated, that there were multiple errors observed and that it was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output. The generator was returned for service. There was no patient involvement.